Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the trialneedle inserted the week of (B)(6). It was reported the right needle went in fine, but when the left needle was inserted the patient reported her whole left leg become numb with sharp shooting pain. Reported at that time, the physician pulled out the trial lead. The patient reported she had two back surgeries and did not have any numbness. Additional information has been requested, but was not available as of the date of this report.